Event description:
One discrepant total protein pt result reported. Initial result 0.0 g/dl, repeat gave 6.8 g/dl. Initial result was reported, the pt was not adversely affected. The field service rep and technical service rep were unable to determine root cause but noted sample probe was changed. Performance tests performed which were within spec.